Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, the patient had error in the refractive result during the postoperative check-up. Additional information was requested and received that the iol was exchanged in a secondary procedure following the initial procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review, this report of a 21.0d iol exchanged for another iol power as there was a post operative refractive error, the expected result was emmetropia and the lens power was unsatisfactory does not meet criteria for reporting. There is no reported defect or fault with the lens. Additional supplemental report not required.